Event description:
The patient reported that it is more difficult to lock and unlock the pump. He stated that the down arrow button is intermittently responding to presses. He reported there is no water exposure to the pump and the keypad is not damaged.

Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The down-arrow keypad button presses did not activate desired pump functions during testing. During investigation, the down-arrow key contact was observed to be misaligned. There was evidence of keypad adhesive found under all key contacts.